Manufacturer narrative:
(B)(4).

Event description:
On may 3rd 2024 fujifilm healthcare americas corporation was informed of an event involving sys/mr/elite. It was reported that the patient complained of a burn on her shoulder. Images were taken and her shoulder is red. There is a patient injury. No additional information was provided.